Event description:
The implanting physician called regarding intraocular lens serial no. (B)(4). He stated that he noted particles on the anterior side of the lens after implantation. He uses a cotton tip applicator; however, the particles do not look like cotton particles. He uses balanced salt solution and healon. He stated that the patient is a female whose date of birth is (B)(6). The patient sees 20/20. The patient is being treated for low grade inflammatory response for 7 weeks with steroids. He said that 3 weeks is normal; however, 7 weeks is not.

Manufacturer narrative:
(B)(4). The device remained implanted at the time of the report. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
Additional manufacturer narrative:review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Corrected data:model = za9003, serial number = (B)(4).all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and or conclusion of this report a supplemental report will be submitted.